Manufacturer narrative:
Additional implant involved: gmk-sphere 02.07.1204r tibial tray fixed cemented size 4 r lot: 170442 batch review performed on 19 july 2019: lot: 170442: (B)(4) items manufactured and released on 04.05.2017. Expiration date: 2022-04-12. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional implant involved: gmk-sphere 02.12.0412fr tibial insert fixed sphere flex size 4/12 mm r lot: 168356. Batch review performed on 19 july 2019: lot: 168356: (B)(4) items manufactured and released on 07.03.2017. Expiration date: 2022-02-14. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional implant involved: gmk-sphere 02.07.0035rp patella resurfacing size 3 lot: 171209. Batch review performed on 19 july 2019: lot: 171209: (B)(4) items manufactured and released on 19.05.2017. Expiration date: 2022-05-07. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with one similar reported event. On 31-jan-2020, we were informed that on (B)(6) 2020 the patient had permanent hardware implanted after infection.

Manufacturer narrative:
Batch review performed on 19 july 2019: lot 166914: (B)(4) items manufactured and released on 16.01.2017. Expiration date: 2022-01-01. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with one similar reported event.

Event description:
Revision surgery performed after 1 year and 11 months after the primary due to signs of an infection (the pathogen is unknown). The surgeon removed all implants and implanted a femoral component, tibial insert and cement spacer. The surgery was completed successfully.